Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer (se) was evaluating the device and reported that there was a misalignment in the touch position. The se performed a touchscreen calibration, but the issue was not resolved. The se then replaced the touchscreen to resolve the issue.

Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, product investigation lab (pil) tech verified that the touch screen failed the required flex cable resistance verification testing. The high out of spec resistance results are the reason for the touch screen misalignment issue and the reason for the confirmed touch screen accusation.